Event description:
During the coil embolization procedure of the of right internal iliac artery, the orbit galaxy coil (640cf0308/15757311) was advanced in an unspecified progreat microcatheter (terumo, type unknown), but the delivery tube of the orbit galaxy was damaged and separated in two pieces about 25cm from the middle section of the delivery tube. During the event, excessive force was used to push the coil. Therefore, both the entire orbit galaxy and the microcatheter were safely removed as a unit from the patient. The procedure was continued using a new product (640cf0308, lot unknown) but unknown if the microcatheter was replaced or not. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on product by visual inspection. The vessel was not calcified and mildly tortuous, and access was obtained from left femoral artery. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15757311 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of the of right internal iliac artery, the orbit galaxy coil (640cf0308/15757311) was advanced in an unspecified progreat microcatheter (terumo, type unknown), but the delivery tube of the orbit galaxy was damaged and separated in two pieces about 25cm from the middle section of the delivery tube. During the event, excessive force was used to push the coil. Therefore, both the entire orbit galaxy and the microcatheter were safely removed as a unit from the patient. The procedure was continued using a new product (640cf0308, lot unknown) but unknown if the microcatheter was replaced or not. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complication was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on product by visual inspection. The vessel was not calcified and mildly tortuous, and access was obtained from left femoral artery. The complaint product is going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy complex fill coil 3 x 8 was received coiled inside of a plastic bag. The hypotube was inspected and it was found broken as well as a kink was noted on it. The introducer was not received for evaluation. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper, embolic coil, and hypotude were inspected under microscope and the following were found; the gripper was found without damage, the embolic coil was found stretched and during microscopic analysis the edges of the broken section of the hypotube appear as it was kinked before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure separated delivery tube was confirmed. The damages found on the device were apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these kinds of failures leaving from the facility. Therefore, no corrective friction will be taken at this time.